Event description:
The customer reported via phone call that the insulin pump was dropped and the display was broken. The customer was unable read their insulin pump's screen. The customer's blood glucose was unknown. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump was received with blank display due to cracked bleeding lcd glass. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.